Event description:
Patient reported left side capsular contracture baker grade unknown. The device remains implanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: capsular contracture-breast: unable to observe since it is not related to the device. Anxiety¿product/procedure-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side capsular contracture baker grade unknown. The device remains implanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d4, d6(b), g4, h4, h6.

Event description:
Patient reported left side capsular contracture baker grade unknown. The device has been explanted.

Manufacturer narrative:
Based on the product analysis performed, the assessments of the complaints are: ¿ anxiety ¿ product/procedure: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, creases, deformation and particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
.Patient reported left side capsular contracture baker grade unknown. The device has been explanted.